Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller, assisted by customer technical support, was able to reset the pump successfully, and was informed to continue using the pump and to call back if the issue recurs.